Event description:
It was reported that the patient presented in clinic symptomatic with diaphragmatic stimulation. The output was decreased. No additional information was available. The patient would be monitored normally.